Event description:
It was reported that the surgeon was doing a total hip procedure using the secure fit max stem and cutting edge instruments. Surgeon experienced difficulty in trialing with the 36mm c-taper head trials. He stated the trial head will not stay in place and comes off too easily while conducting range of motion. He believes this caused him to select an incorrect head offset, which he had to remove and change to a different offset during the surgery adding a couple of minutes to the procedure. He also stated when the trial head comes off it is difficult to retrieve and or dislocate the hip to make intra-op changes.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records and complaint history review could not be performed because the device associated with this event was not returned nor was a valid lot code provided. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon was doing a total hip procedure using the secure fit max stem and cutting edge instruments. Surgeon experienced difficulty in trialing with the 36mm c-taper head trials. He stated the trial head will not stay in place and comes off too easily while conducting range of motion. He believes this caused him to select an incorrect head offset, which he had to remove and change to a different offset during the surgery adding a couple of minutes to the procedure. He also stated when the trial head comes off it is difficult to retrieve and or dislocate the hip to make intra-op changes.